Manufacturer narrative:
(B)(4). (B)(4) have been initiated to capture the additional reports of reoperation required as a result of the reported event.

Event description:
According to the reporter, the patient has experienced recurrent vaginal discharge and bleeding. She has had vaginal repair with mesh due to recurrent prolapse. Since that procedure, the patient has undergone 4 mesh trims for partial exposure resulting in a complete removal of the mesh during the last procedure. Additional information has been requested but not yet received.